Manufacturer narrative:
On 13-nov-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and experienced a guide-wire issue (it was stuck inside the sheath). On (B)(6) 2023, the procedure occurred. When opening and flushing the sheath, everything was normal, including the appearance of the guiding wire and dilator. The wire was placed in the superior vena cava (svc) over the guiding wire, the vizigo was pulled back--but after pulling back the wire was curled/knotted. It was not possible to retrieve the wire through the dilatator. Dilatator and wire were retrieved together. Procedure was continued and completed without other problems. No consequences for patient when leaving the room. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a knotted condition coming out of the dilator. Device history record was performed for the finished device 00002289 number, and no internal actions related to the reported complaint condition were identified. The failure in the guidewire was confirmed. The root cause of the damage could be related the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and experienced a guide-wire issue (it was stuck inside the sheath). On (B)(6) 2023, the procedure occurred. When opening and flushing the sheath, everything was normal, including the appearance of the guiding wire and dilator. The wire was placed in the superior vena cava (svc) over the guiding wire, the vizigo was pulled back--but after pulling back the wire was curled/knotted. It was not possible to retrieve the wire through the dilatator. Dilatator and wire were retrieved together. Procedure was continued and completed without other problems. No consequences for patient when leaving the room. The stuck guiding wire is MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-oct-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 7-nov-2023, the photo analysis was completed. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the guidewire was observed knotted. A device history record was performed for finished device number 00002289, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).